Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an erratic graphic user interface (gui) display. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.